Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the battery compartment was cracked and there was intermittent to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/27/2016 with the following findings: the black box revealed one unexpected pump reboot. The battery compartment was cracked. The returned battery cap was undamaged and was able to maintain electrical connection. The pump powered on with auditory and vibration to a blank screen. Unrelated to the original complaint, the audio bolus button cover was torn and moisture was observed on the battery cap¿s spring. The leak test failed due to a battery compartment and bolus button leak. The pump¿s cover was removed and further moisture was found internally.